Event description:
On an unknown date, the device was inspected during maintenance and the following issues were noted: a stuck switch; a damaged machined head; a damaged hinge gasket; a loose swivel; out-of-calibration condition; control bar position not correct; and an rpm failure as it was below specification. The service team indicated the device could not be repaired and requested direction on whether the unit should be returned or scrapped. No environmental factors were reported. There was no patient involvement. Diligence is complete.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in belgium. E1: telephone- (B)(6). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, g1, g3, g6, h2, h3, h4, h6, and h11. Review of the most recent repair record determined the power switch was stuck, the motor speeds were out of specification on the low end, the machined head, control bar, and hinge gasket were damaged, the swivel was loose, the control bar was out of position, and the device was out of calibration; however, the repair was not completed as requested by the customer. The device was returned unrepaired. The DHR was reviewed for deviations and/or anomalies. No deviations or anomalies were identified. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use able to confirm reported event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available.